Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("apparent beneath the serosa near the right cornu is. A coiled metallic essure device nearly protruding through the serosa"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back discomfort, menopausal symptoms, allergy to metals, vaginal dryness, cervicitis and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), weight increased ("weight gain"), abdominal distension ("bloating"), constipation ("constipation"), menstruation irregular ("irregular periods"), irritability ("irritability"), quality of life decreased ("poor quality of life/ exercise decreased"), vertigo ("vertigo"), neck pain ("neck pain"), coital bleeding ("post coital bleeding"), libido decreased ("decreased libido"), dysarthria ("slurred speech") and dysphagia ("difficulty swallowing"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, weight increased, abdominal distension, constipation, menstruation irregular, irritability, quality of life decreased, vertigo, neck pain, coital bleeding, libido decreased, dysarthria and dysphagia outcome was unknown. The reporter considered abdominal distension, anxiety, coital bleeding, constipation, depression, device dislocation, dysarthria, dysmenorrhoea, dyspareunia, dysphagia, embedded device, genital haemorrhage, headache, hypersensitivity, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, neck pain, pelvic pain, quality of life decreased, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, eye problems, weight gain, bloating, constipation, irregular periods, irritability, poor quality of life/ exercise decreased, vertigo, neck pain, post coital bleeding, menorrhagia, decreased libido, slurred speech and difficulty swallowing and embedded device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('apparent beneath the serosa near the right cornu is. A coiled metallic essure device nearly protruding through the serosa'), device dislocation ('migration/device migration'), perforation ('perforation') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back discomfort, menopausal symptoms, allergy to metals, vaginal dryness, cervicitis and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/migraine"), headache ("headaches/headache"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), visual impairment ("vision/eye problems/vision problems"), eye disorder ("vision/eye problems"), abdominal distension ("bloating/gi conditions"), constipation ("constipation"), menstruation irregular ("irregular periods"), irritability ("irritability"), vertigo ("vertigo"), neck pain ("neck pain"), coital bleeding ("post coital bleeding"), libido decreased ("decreased libido"), dysarthria ("slurred speech"), dysphagia ("difficulty swallowing"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss") and nervous system disorder ("neuro condition/prob") and was found to have weight increased ("weight gain/weight gain"), quality of life decreased ("poor quality of life/ exercise decreased") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingo-oophorectomy and obotic assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, depression, anxiety, hypersensitivity, vaginal haemorrhage, vaginal discharge, constipation, menstruation irregular, irritability, quality of life decreased, vertigo, neck pain, coital bleeding, libido decreased, dysarthria and dysphagia outcome was unknown and the pelvic pain, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, weight increased, abdominal distension, abdominal pain, fatigue, alopecia, hormone level abnormal and nervous system disorder had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, coital bleeding, constipation, depression, device dislocation, dysarthria, dysmenorrhoea, dyspareunia, dysphagia, embedded device, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, neck pain, nervous system disorder, pelvic pain, perforation, quality of life decreased, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion; on (B)(6) 2012: results: total bilateral occlusion, bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: perforation nos, abdominal pain, fatigue, hair loss, hormonal changes, neuro condition/prob were added. Outcome of abdominal pain, fatigue, hair loss, hormonal changes, neuro condition/prob, dysmenorrhea, dyspareunia were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('apparent beneath the serosa near the right cornu is. A coiled metallic essure device nearly protruding through the serosa'), device dislocation ('migration/device migration/migration of essure device location of psychological or psychiatric problems condition: anxiety and depression, migration of essure device location of device: right cornu'), perforation ('perforation/perforation (other) please describe and state the location of the perforation:') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included neck pain. Concurrent conditions included back discomfort, menopausal symptoms, allergy to metals, vaginal dryness, cervicitis, adenomyosis, back pain, insomnia and eczema. Concomitant products included cyclobenzaprine since 2012, drospirenone;ethinylestradiol (ocella) from 2011 to 2012, naproxen from 2007 to 2012 and trazodone since 2011. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/pelvic pain"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), vertigo ("vertigo/neurological conditions or problems type:vertigo"), dysarthria ("slurred speech/neurological conditions or problems type: slurred speech") and dysphagia ("difficulty swallowing/neurological conditions or problems type:swallowing difficulty"). In 2013, the patient experienced migraine ("migraines/migraine"), headache ("headaches/headache"), visual impairment ("vision/eye problems/vision problems") and irritability ("irritability") and was found to have weight increased ("weight gain/weight gain") and hormone level abnormal ("hormonal changes"). In 2014, the patient experienced abdominal distension ("bloating/gi conditions") and constipation ("constipation"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), eye disorder ("vision/eye problems"), menstruation irregular ("irregular periods"), neck pain ("neck pain"), coital bleeding ("post coital bleeding"), libido decreased ("decreased libido"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/prob"), hot flush ("hot flashes") and allergy to metals ("allergic or hypersensitivity reaction type:metal") and was found to have quality of life decreased ("poor quality of life/ exercise decreased"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingo-oophorectomy and obotic assisted hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, device dislocation, perforation, genital haemorrhage, depression, anxiety, hypersensitivity, vaginal discharge, constipation, menstruation irregular, irritability, quality of life decreased, neck pain, coital bleeding, libido decreased, hot flush and allergy to metals outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, weight increased, abdominal distension, vertigo, dysarthria, dysphagia, abdominal pain, fatigue, alopecia, hormone level abnormal and nervous system disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, coital bleeding, constipation, depression, device dislocation, dysarthria, dysmenorrhoea, dyspareunia, dysphagia, embedded device, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, neck pain, nervous system disorder, pelvic pain, perforation, quality of life decreased, vaginal discharge, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: bilateral occlusion; on (B)(6)2012: results: total bilateral occlusion, bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 11-jun-2020: plaintiff fact sheet was received. Event added from pfs- hot flashes, metal allergy. And outcome of event abnormal bleeding, neurological problems were updated recovered resolved from unknown. Aka name, events onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.